Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2014). The patient¿s meter has been returned on 12/4/2014 and evaluated by lifescan product analysis on 12/6/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the reporter contacted lifescan USA alleging inaccurate high control solution results. The user in reported that the quality control tests failed specification because the results fell above the specified range on the test strip vial. The reporter claimed obtaining control solution reading(s) of ¿177 mg/dl¿ with the control solution for the subject lot being 102-138 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.